Manufacturer narrative:
Product will not be returned for evaluation.

Event description:
It was reported by a call placed to the hot line, clinician stated screen on pump went blank. As a result, pump was going to be switched off patient; however, before doing this clinician wanted to know if clinical support specialist (css) had any suggestions. Css suggested they check connections behind screen & at base where helium tank is located. Clinician said that "they had already checked and pushed them in more as they were not obviously disconnected." Css said that since that did not work, they would want to power the pump down & then back up again so that the connection would reset. Css suggested that switching over to another pump may be just as easy. Clinician stated that he would switch pump over & then send pump with the screen to biomed.